Event description:
It was reported that the pt was hospitalized from (B) (6) 2009 through (B) (6) 2009, with "reactions" to the itb and other oral drugs. The reporter stated that the pt "did not know who he was". The pump was explanted on (B) (6) 2009, "without any other options, like a holiday provided". The pt's symptoms have returned and he experienced increased baseline spasticity and "his legs are like stone. He's worse than ever". The pt was working with a new hcp regarding treatment options and the possibility of implanting another pump.

Manufacturer narrative:
(B) (4).